Manufacturer narrative:
Concomitant medical products: dtba1q1 crt-d, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2014; 429888 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had pulled back into the main body of the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.